Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4).

Event description:
Additional information received via email and attached: there was no patient's involvement and the event happened during bench test.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received intact with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examined as it could not be downloaded. To further investigate, functional test was performed. The customer reported issue was duplicated at time of investigation. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The circuit board was replaced.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited error code 1260.